Event description:
It was reported the atrial lead "was completely separated" and the ventricular lead was "fracturing". The patient is further reported to have had a large amount of growth since implant. The leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: (B)(4) implantable pulse generator (ipg) implanted: 2007 (B)(6); 4965-25 implantable pacing lead implanted: 1999 (B)(6).